Manufacturer narrative:
The complaint of loose or intermittent connection with the set screw was sustained during the surgical procedure. The reported field event of high pacing impedance was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented in clinic for an initial implant procedure on (B)(6) 2021. During the procedure, the physician was not able to properly tighten a set screw of the pacemaker which caused high impedance measurements. The patient was asymptomatic. The pm was exchanged and the patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.